Manufacturer narrative:
(B)(4). Explant of intraocular lens (iol). The iol was returned to the manufacturer. It was visually inspected and noted to be torn in half with debris and fibers noted on the surface. It has evidence of ophthalmic viscoelastic on it. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens was explanted from the left eye of male patient. In follow up it was learned that the patient had post-operative residual myopia and astigmatism. The doctor determined that the non-amo lens was a better choice due to the patient's anatomy.

Manufacturer narrative:
Corrected data device available for evaluation: 06/17/2013. All pertinent information available to the manufacturer has been submitted. Placeholder.